Event description:
It was reported that the brake pedals were flipped over and the brakes could not be engaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.